Event description:
It was reported that a resume pump alarm was received when insulin deliveries had not been stopped. The customer's blood glucose (bg) level displayed as "high"; although specific value was not provided. Reportedly, customer resumed insulin therapy and elevated bg was addressed by a correction bolus via the pump.